Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site that resulted in extrusion of the received stimulator. On (B)(6) 2014 the patient underwent a procedure to graft over the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient was administered general anesthesia to facilitate reseating of the extruded portion of the device and creation of a myocutaneous flap. The implanted device remains. This report is filed january 23, 2015. Implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.